Event description:
It was reported that during a coil embolization procedure performed to treat a patient with gastric varicosities as part of a tips procedure, two coils were successfully deployed. A modified competitor¿s catheter was used to advance the coil, and the coil was formed within the varix. The coil was then retracted for repositioning. When the coil was pulled back on its pusher wire, the coil did not move, although the pusher wire moved freely. No resistance was encountered during this process. It was subsequently determined that the pusher wire had separated inside the delivery catheter, several centimeters proximal back from the coil. The catheter was withdrawn; however, the coil remained partially deployed within the varix with the distal segment of the pusher wire still attached. A snare was successfully used to retrieve both the pusher wire and the coil in a single piece. The procedure was completed using competitor coils. The case was completed successfully, and the patient remained stable.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for evaluation. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted.